Event description:
Report received from the USA stating that the device's lock lever was "sticking". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information is available. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).